Event description:
It was reported that there was a confirmed 1st overdischarge. A physician mode recharge (pmr) was planned for later on the date of report. The patient had been in overdischarge for many months. There was less than 50% therapy relief and with stimulation off, the patient got less than 50% pain relief on both upper extremities. The patient was alive with no injury at the time of this report. It was later reported that the pmr was not successful and there was no stimulation, as they were unable to use the implantable neurostimulator (ins) due to the overdischarge. It was noted that the patient had an appointment to see a physician on (B)(6) 2015. It was later reported that the manufacturer's representative met with the patient and multiple physician mode recharges (pmr) had been performed without success. The battery was overdischarged and the patient was working with the surgeon to replace the battery. Later, the battery was replaced (B)(6). The manufacturer's representative had a follow up on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 249360004, implanted: (B)(6) 2010, product type: accessory; product ID 3 778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3550-39, lot# n236880, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: accessory; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-75, serial# (b)(94), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that as far as the manufacturing representative (rep) knew, everything was going well.